Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that catheter last night. The patient stated that they weren't feeling anything at all so they attempted to increase stimulation and it felt like pins and needles at .8. The patient stated changed from program 4 at .8 to program 1 at 1.1 where it was comfortable. Patient will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve, no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that the use of catheter was new for them as they had a replacement device and the settings were low for them. No further complications noted or anticipated